Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a chemoclave vented vial spike, 20mm where particles were reported in an infusion bag using dostarlimab in a clinical study. The prepared infusion contained many small white particles. A report has already been made for the product dostarlimab, but this time it concerned a different study (azur-2, protocol 219606, sponsor glaxosmithkline pharmaceuticals). Infusion was prepared a second time with new dostarlimab vials but without the use of chemoclave, i.e. With syringe and needle and no particles were observed. The pharmacy manual of this study states that this product may be prepared with chemoclave, so it was assumed that compatibility tests have already been performed. The event occurred during reconstitution of the imp. The event was detected prior to direct patient use. Patient was not harmed, infusion bag with particles was not dispensed nor administered. There was a delay in critical therapy. The device was changed out/replaced with no further problems encountered. Ng device(s) available to be tested.

Manufacturer narrative:
Investigation summary: the complaint of particulate matter on item 011-ch-74s cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.